Manufacturer narrative:
Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing record review and historical review there is no indication of a product malfunction or quality deficiency. No nonconformity report, escalation, documentation is required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient underwent left eye cataract extraction with intraocular lens implantation on (B)(6) 2020, the operation went well. After operation, tobramycin dexamethasone eye ointment was used to cover the eyes. The patient was reexamined on (B)(6) 2020: vision of left eye was 0.8, conjunctiva was not hyperemia and detumescence, cornea was detumescence (+), anterior chamber was often deep, tyn (+), pupil was often large, intraocular lens was in positive position, and other structures were (-). Intraocular pressure: 16.7mmhg, the patient was given mydriasis immediately. Tobramycin dexamethasone eye drops frequently and other symptomatic treatment. The patient was reexamined on (B)(6) 2020: 0.8 in left eye, no congestion and swelling of conjunctiva, corneal endothelial fold (+), anterior chamber often, tyn (-), pupil is often large, intraocular lens is in positive position, and other structures are the same as before. At present, the patient's condition is improved. No further information available.